Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating sensor issues. The customer's blood glucose was unknown at the time of the incident. The customer stated that their sensor cannula broke on two separate occasions. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.